Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge moved during pumping. Reportedly, the cartridge was fully snapped into place. There was no impact to the customer's blood glucose level. Reportedly, the customer had manual injections as alternate insulin therapy.